Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 4.0x8mm xience alpine stent failed to cross the mid right coronary artery, moderately calcified lesion. During device removal, resistance was felt with anatomy and the stent dislodged, requiring snare for removal. A non-abbott device was used in replacement. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.